Manufacturer narrative:
Device evaluated by MFR: a 16 x 4.00mm promus elite stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal region lifted from crimped position and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 37mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. Attempted to load device onto test guidewire however the guidewire was not able to be advanced though distal tip. The device was placed in a water bath to soak at 37c. The device loaded onto a 0.0140 inch test guidewire without issue following soaking at 37c degrees. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the calcified right coronary artery (rca). Predilation was performed. The 16 x 4.00 promus elite stent was advanced to the lesion and resistance occurred. The stent was removed and noted to be damaged. The procedure was completed with another of the same device and everything went well. It was noted the difficulty advancing and the damage were likely due to the calcification. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the calcified right coronary artery (rca). Predilation was performed. The 16 x 4.00 promus elite stent was advanced to the lesion and resistance occurred. The stent was removed and noted to be damaged. The procedure was completed with another of the same device and everything went well. It was noted the difficulty advancing and the damage were likely due to the calcification. There were no patient complications and the patient was fine.